Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: only the mitraclip and gripper line returned for evaluation. The reported mechanical jam (gripper line - inability), difficult to open or close (gripper actuation), single leaflet device attachment (slda) and detachment of device component (complete clip detachment) could not be replicated in a testing environment as these were related to patient/procedural circumstances and/or due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific issue. All available information was investigated and a conclusive cause for the reported mechanical jam could not be determined. The reported gripper actuation issue is related to the reported mechanical jam as the inability to remove the gripper line likely influenced the reported gripper actuation issue. Additionally, the reported slda and complete clip detachment appear to be cascading effects of the reported mechanical jam and the gripper line removal technique/troubleshooting are therefore, related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip has returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for gripper actuation issue, difficulty removing the gripper line, and clip detachment from the leaflets. It was reported that the patient presented with functional mitral regurgitation (mr) grade 4+. The first mitraclip (cds0601-xtr 81221u101) attempted to grasp the leaflets a few times. Reportedly, grasping was not difficult, however, a few grasps were necessary until everyone was satisfied and in agreement with leaflet insertion. Once implanted on the a2/p2 leaflets and during gripper line removal, approximately 12 inches of gripper line was removed when resistance/tension was noted. As troubleshooting, it was confirmed that all appeared coaxial and then the gripper line was slowly removed. During this slow gripper line removal, the clip detached from the posterior leaflet, a single leaflet device attachment (slda). The gripper line was slowly removed again and complete clip detachment occurred. The gripper line remained in the clip. A snare was used to retract the detached clip into the steerable guide catheter. The device was retracted to the right femoral vein. A cut down procedure was performed to remove the device. Nothing was left in the anatomy. Another access site was created on the left femoral vein. A mitraclip xtr was successfully implanted, reducing the mr to grade 2. There was no adverse patient sequela. Upon post-procedure image review, it was noted that the posterior gripper for the first device (cds0601-xtr 81221u101) was not lowering as expected. No additional information was provided regarding this issue.